Event description:
A customer contacted baxter's technical service center to report a leak in the patient tubing line. The technical service representative (tsr) assisted the homepatient (hp) to end the therapy. The hp would start over again using new supplies. On (B)(6) 2010, product surveillance contacted the hp's peritoneal dialysis (pd) nurse regarding the leak in the patient line. The nurse stated that she was aware of the situation and stated that the hp was placed on prophalactic antibiotics. On (B)(6) 2010, product surveillance contacted the hp to see if the sample was available. The wife does not recall the lot number and she stated that the supplies were discarded. The wife reported that the patient continued with new supplies with no reported patient injury.

Manufacturer narrative:
(B)(4). The sample is not available because it has been discarded. If additional information becomes available, a follow up MDR will be submitted.

Event description:
It was reported through a service report that the cot does not lock in the upright position. It is unk if there was a pt involvement or if there were adverse consequences.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A hole in the patient line could have happened during packing at the manufacturing facility or during shipment/distribution to customer. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.